Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on september 18, 2008, that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the contrast leaked out of the catheter, below, rx connection hub, after it was added via the injection hub. Procedure completed with another of the same hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The hydratome rx sphincterotome returned, and was evaluated for the reported failure. A visual evaluation found that the working length/distal tip was twisted. A functional evaluation was performed by injecting water into the injection port of the device. The evaluator noted that the functional check identified an extrusion leak at the guidewire introducer, which confirmed the reported complaint. The cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.